Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the filing of a claim by the patient's attorney that allegedly, the patient underwent a right total hip arthroplasty on (B)(6) 2010. It is further alleged that diagnostic workup revealed elevated chromium and cobalt levels suggestive for corrosion and metallosis. The patient's right hip was revised on (B)(6) 2015. Other products reported were corin modular head: cat# unknown, lot# 177658 and corin mini hip stem size 4, standard neck: cat#580.0014, lot#164210. All of this information was sent to the corin manufacturing facility for reporting.

Manufacturer narrative:
An event regarding elevated chromium and cobalt levels involving a restoration (tm) adm. Cup w/ha was reported. Conclusion based on the provided information, the reported device in this investigation did not contribute to the event. The reported device mates with a poly device and would not contribute to the alleged elevated chromium and cobalt levels. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a claim by the patients attorney that allegedly, the patient underwent a right total hip arthroplasty on (B)(6) 2010. It is further alleged that diagnostic workup revealed elevated chromuim and cobalt levels suggestive for corrosion and metallosis. The patients right hip was revised on (B)(6) 2015. Other products reported were corin modular head: cat# unknown, lot# 177658 and corin mini hip stem size 4, standard neck: cat#580.0014, lot#164210. All of this information was sent to the corin manufacturing facility for reporting.

Event description:
It was reported through the filing of a claim by the patients attorney that allegedly, the patient underwent a right total hip arthroplasty on (B)(6) 2010. It is further alleged that diagnostic workup revealed elevated chromuim and cobalt levels suggestive for corrosion and metallosis. The patients right hip was revised on (B)(6) 2015. Other products reported were corin modular head: cat#: unknown, lot#: 177658 and corin mini hip stem size 4, standard neck: cat#: 580.0014, lot#: 164210. All of this information was sent to the corin manufacturing facility for reporting.

Manufacturer narrative:
An event regarding loosening, elevated chromium and cobalt levels and metallosis involving a adm shell was reported. The event was not confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿no follow-up is documented between the on (B)(6) 2010 primary right total hip arthroplasty and on (B)(6) 2015, and no x-ray images are noted prior to on (B)(6) 2015. There is no histopathologic diagnosis of altr, metallosis, alval or pseudotumor. Modest elevation of cobalt and chromium are not unexpected with four long-standing total joints in situ, including a left total hip arthroplasty, which was revised. There is no examination of the explanted components or description of trunnion corrosion or wear, or intraoperative photographic evidence of trunnion corrosion. There is no explanation for the elevated sed rate and crp noted on (B)(6) 2015 prior to on (B)(6) 2015 revision that subsequently showed infection. This entire clinical picture could be explained by periprosthetic infection and the "30% abductor necrosis" could relate to the greater trochanteric screw that is present throughout the x-ray evidence. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event for loosening, elevated chromium and cobalt levels and metallosis was not confirmed nor the root cause determined. Based on the medical review the clinician noted that there was no documented evidence of loosening, altr, metallosis, alval or pseudotumor for this patient. The clinician stated that there were modest elevations of cobalt and chromium which are not unexpected with bilateral hip and knee metal devices implanted. It was also stated, ¿there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.¿